Event description:
Information was received indicating that a patient sometimes kept her smiths medical cadd-legacy duodopa ambulatory infusion pump on during the night "although she has a treatment only for the day." Per reporter the patient "decided to restart a 24h treatment without asking advice of a physician." It was reported that subsequently the continuous dose and the morning dose were "adapted accordingly." No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information was received indicating the patient continues to experience dyskinesia with "gambling" and that the continuous dose was subsequently decreased. It was also reported patient experiences hallucinations. Patient information was provided: updated a2, a3.